Event description:
The consumer called into customer care concerned about her "high blood glucose results." According to the consumer she received higher than expected results throughout the morning hours on (B)(6) 2015. The consumer performed a blood glucose test at 11:40 am getting a result of 385 mg/dl she administered 25 units of fast acting insulin and then "felt low." During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214287, expiration date: 10/2016, control solution lot number none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.